Event description:
It was reported by the sales rep that patient developed a leak approximately six weeks out after a sleeve gastrectomy at the site the device was used. The surgeon advised that post-op drains and stents were placed to address the issue. Patient is doing well at this time.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Event description:
It was reported by the sales rep that patient developed a leak approximately six weeks out after a sleeve gastrectomy at the site the device was used. The surgeon advised that post-op drains and stents were placed to address the issue. Patient is doing well at this time.

Manufacturer narrative:
(B)(4). Information unavailable.